Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The pump and attached cassette were alarming "cassette not attached properly". A faulty downstream occlusion sensor was the root cause of the issue and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was alarming "empty tubing". There was no reported adverse event.